Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a peripheral diagnostic procedure using a 6f sheath. Reportedly, the prostyle was flushed prior to use with saline; however, when it was inserted and positioned in the artery, the blood return from the marker lumen was not good. It was also reported that the foot felt a bit "sticky" when opening it prior to deployment. The device was still deployed; however, a cuff miss was noticed. The device was inspected after use and the foot was intact. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was noticed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.